Event description:
In 2007, a patient underwent endovascular repair with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Immediately after the procedure, type ii and minor type iii endoleaks were observed. In 2008, CT angiography images showed the persisted type ii endoleak, but no type iii endoleak. Three months later, CT angiography images showed that the type ii endoleak persisted. The following month, a coil embolization was performed into the originating vessel to treat the type ii endoleak and it resolved.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.